Manufacturer narrative:
(B)(4). Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that a nurse was giving an insulin injection to an elderly dementia patient who is positive for hcv with a 1 ml bd safetyglide syringe with 27 g x 5/8 in. Needle. After giving the injection the patient rolled on the bed and the nurse used her right arm to hold the patient in bed and prevent a fall while at the same time the nurse attempted to activate the safety mechanism with her left hand. The needle was attached to a slip tip syringe and while attempting to activate the safety device the needle spun, the needle bent, and the safety mechanism did not cover the needle which resulted in the nurse obtaining a contaminated needle stick injury. Routine post exposure labs were drawn on the nurse and she will have repeat lab work at 2, 4, and 6 month intervals. To date, the nurse has not received any additional medical treatment or prophylaxis.